Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent was missing from the rx vision stent delivery system (sds) during unpacking. No additional event or pt info is available. This is being reported based on the product evaluation, which revealed crimp marks visible on the balloon, suggesting that the stent was originally positioned correctly and securely at the time of manufacture.

Manufacturer narrative:
H6. Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: qa analysis revealed that the catheter was returned without any blood or contrast visible. The balloon was tightly folded. The stent was not on the balloon or in the returned pouch or box. There were crimp marks on the balloon where the stent had been between the markers. There were two kinks in the inner and outer member, 5.2 and 7 cm distal to the guide wire exit notch. No other damage was noted. Product performance engineering reviewed the incident info and analysis of the returned device. Results from qa analysis confirmed that there was no stent on the device when received, however, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly adn securely at the time of manufacture. The protective sheath was not returned, which may have aided in the investigation. No conclusive root cause can be determined; however, there does not appear to be a product quality problem. In addition, two kinks in the inner and outer member were noted. There was no mention of this in the incident report and likely occurred during the packing/shipping of the device back to abbott for evaluation. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.